Manufacturer narrative:
A review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false positive sars result for 1 mildly symptomatic consumer. The consumer communicated the result was confirmed negative by molecular (pcr testing). 2 additional consumer events were communicated which are captured on separate reports.